Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Updated fields: b5, h2. Corrected fields: h11. This report was sent in error as the event "the up-angulation wire was detached, causing the knob to be unable to angulate" would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope angulation wire was detached, causing the knob to be unable to angulate. There was no patient involvement. No additional information received from customer.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope angulation wire was detached, causing the knob to be unable to angulate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.